Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three hours into treatment with a theranova 400 dialyzer, a patient experienced chest pain and a drop in blood pressure. Treatment was paused and the patient was allowed to rest till symptoms resolved. Treatment was restarted with a new theranova 400 and chest pain recurred. Treatment was stopped. The extracorporeal blood was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.